Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z85l device [serial no. (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) several seconds after the start. Temperature measurements 5 minutes after the start were as follows: test point (1): 62.4 degrees c, test point (2): 64.5 degrees c, test point (3): 36.8 degrees c, test point (4): 39.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following phenomena: there was evidence of contact with the push button (headcap) and the shaft on the rear side of the cartridge. There was debris on the drive gear. Nakanishi took photographs of all the disassembled parts and kept them in investigation report #(B)(4). Nakanishi reassembled the handpiece and cleaned the inside of the handpiece using nakanishi pana spray plus. Nakanishi then measured the exothermic situation yet again. There was no abnormal rise in temperature during the 300-second test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the debris in the device had been removed. Test point (1): 37.4 degrees c, test point (2): 35.6 degrees c, test point (3): 29.9 degrees c, test point (4): 30.2 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the ingress of undesirable materials into the device. This is evident from the fact that no abnormal temperatures were observed once the foreign materials had been removed from the device. A lack of maintenance caused debris ingress into the drive gear, which contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi will report the above evaluation results to the dentist, and remind the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating as instructed in the operation manual.

Event description:
On june 18, 2020, an nsk z85l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had caused an injury to a patient. Upon receipt of the information, nakanishi made a phone call to the dentist for further information about the event. The details nakanishi obtained from the communication are as follows: the event occurred on (B)(6) 2020. The dentist was extracting an impacted tooth #7 of the patient's lower left jaw using the z85l handpiece (serial no. (B)(4)). The patient was under anesthesia. When the procedure was completed, the dentist found a keloid scar about one centimeter in diameter on the mucosa of the patient's right cheek. The dentist irradiated the burned area with a laser and prescribed oral patches for the injury. The dentist conducted follow ups with the patient on (B)(6) 2020, and observed that the injury had healed normally. According to the dentist, there were no abnormalities observed in the device prior to use. The dentist also reported that the dentist did not notice the event during the procedure, due to no complaint from the patient about pain or heat in the mouth because the patient was anesthetized.